Event description:
It was reported that while putting in a tritanium cup, the cup would not go down and sit correctly. Doctor attempted again and still did not work, wanted to have tested for tolerance. Ended up using a different implant for the case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The investigation could not determine the root cause of the event as the visual and dimensional inspections determined the part was to specification. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that while putting in a tritanium cup, the cup would not go down and sit correctly. Doctor attempted again and still did not work, wanted to have tested for tolerance. Ended up using a different implant for the case.